Event description:
It was reported the coil deployed inside the aneurysm. While pulling back the pushwire, the physician noticed that a small part of the coil still with the pushwire. Then the end of the coil broke and the physician was able to push it into the aneurysm with another coil. Subsequently, the pt started to bleed.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event. (B)(4).